Manufacturer narrative:
Corrected data: b5 - it was indicated by the reporter they believe the reason of the blurred vision was due to lens rotation. H6 - result code: 213 should be corrected to 114. H6 - device code: 2923 claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od) in 2017. Patient has complained of blurred vision. Lens remains implanted. Per the reporter on (B)(6) 2019, patient missed planned check up on (B)(6) 2019. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.